Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys estradiol iii assay (estradiol iii). The erroneous result was reported outside of the laboratory. The initial estradiol iii result was 18.35 pmol/l with a data flag on the cobas e 411 immunoassay analyzer. The sample was repeated on the e411 analyzer and the result was 4044 pmol/l. The sample was repeated twice on a cobas 8000 e 602 module and the results were 3922 pmol/l and 3885 pmol/l. The results from the e602 module were believed to be correct. All results were from the primary tube. No adverse event occurred. The estradiol iii reagent lot number was 17399801. The expiration date was requested but was not provided.

Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. Calibration results from (B)(6) 2016 do not suggest an issue. Quality control results from (B)(6) 2016 were acceptable. The customer stated the instrument was just installed and maintenance should be up to date. No service action has been performed by the field service representative after the event. Assay performance check data from (B)(6) 2016 was acceptable. A review of the alarm trace showed a liquid level detection sample alarm. Based on the information available for investigation, a general reagent issue can most likely be excluded. Possible root causes for this event may be sample quality and insufficient maintenance.